Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # a9e249. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tb5lt device was received inside unopened its original packaging. Upon inspection, the sleeve cap was found to be separated and appeared to be broken from the device. Additionally, one (1) photo was provided with the same condition of the received sample. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch a9e249 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: could you please specify how the device was damaged, was the sleeve damaged? Was the housing damaged? Was there any insufflation issue? Was there any seal damaged? Any visible broken part? -packaging seal damage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the packing was damaged(as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.